Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported to philips the message primary alarm failed was displayed. There was no patient involvement or harm. This event was reported to have occurred at a university during a device demonstration to the students, outside of clinical use. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated in the repair center. Error code 1102 primary alarm failed occurred and was also confirmed in the event log. Speaker #1 was not making a sound. Following the evaluation of the device, the repair technician replaced the speaker to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
H10: the part was returned to failure investigation. The voice coil open in the speaker created the primary alarm failure 1102 error code.